Event description:
Initial reporter indicated that "the pt was referred by her pcp to see her neurologist because it has been such a long time since this pt was seen by a neurologist." In the pt's chart it was documented "2005, the system diagnostics were recorded as output status-limit, lead impedance-high, dcdc-code-7, eri-no." There was no report of a pt injury or event that could have contributed to the high impedance event. The physician reported that pt's generator "clearly needs a battery replacement." Revision surgery is planned to replace both the generator and lead.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.